Manufacturer narrative:
Modification of the primary analysis (field h10). Please refer to the attached report.

Event description:
Reportedly, the physician is surprised that the device is already in rrt only 8 years after the implantation. The device was explanted.

Event description:
Reportedly, the physician is surprised that the device is already in rrt only 8 years after the implantation. The device was explanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis: based on available data, the expected overall longevity is estimated at 125 months (10 years 5 months). The implantation duration was 99.5 months, which is higher than 75% of the estimated overall longevity (75% of 125 months = 94 months). Based on hrs guidelines, normal battery depletion occurred.